Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint that the mbf instrument had a "broken cable." Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The mbf instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The mbf instrument failed the electrical continuity test. The root cause of this failure is attributed to a component failure. An additional observation related to the customer complaint was identified. The instrument was found to have thermal damage on the bipolar yaw pulley. The root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the maryland bipolar forceps instrument (part# 471172-16/lot# n11200810 0159) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system (B)(4). The instrument had 2 remaining usable lives with no subsequent use recorded. This complaint is being reported because the instrument had thermal damage and an exposed conductor wire. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps was observed to have a broken cable. There was no report of patient involvement. On 05/09/2022, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury or harm as a result of the alleged issue. The hospital declined to provide patient information.